Event description:
It was reported that while tightening a screw, doctor noticed the wing on the plate had broke. He took the screw out and the plate off and used the same size and finished the procedure successfully.

Manufacturer narrative:
Method: visual inspection; functional inspection; device history review; complaint history review; risk assessment; results: the stryker rep reported that the screws holes were drilled freehand. The bent spring bar was noticed after placement of the screws and during locking of the spring bar. The blocker exhibited evidence of being rotated to lock the spring bar. Conclusion: the likely root cause is the lack of use the drill guide (freehand) during screw hole preparation as recommended in the surgical technique.

Event description:
It was reported that while tightening a screw, doctor noticed the wing on the plate had broke. He took the screw out and the plate off and used the same size and finished the procedure successfully.